Event description:
It was reported that the inner packaging was not sterile. Was broken when opened out of outer package. Rep went to get another implant and finished the primary left knee case.

Manufacturer narrative:
An event regarding a damaged sterile packaging involving a gmrs femoral component was reported. The event was confirmed. The returned pack was visually inspected. The outer box was damaged, in particular, the corner of opening flap. There was evidence of severe compression visible on the carton,both from the inside and the outside. The outer blister was deformed on one side and the flange was completely broken off on another side. The inner blister seal was partially opened when the pack was opened during inspection. Device history review: there were no reported discrepancies for the referenced lot. Complaint history review: there were no other events for the reported lot. Based on inspection of the pack it appears that the carton was most likely dropped at some point and also severely compressed.

Event description:
It was reported that the inner packaging was not sterile. Was broken when opened out of outer package. Rep went to get another implant and finished the primary left knee case.

Manufacturer narrative:
Additional information has been requested, if received it will be submitted in supplemental report. Product not returned to manufacturer.